Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. The component's manufacturing history did not indicate any deviations or other potential anomalies. The failure is consistent with excessive stresses and is a known failure mode. The risks related to the tip remaining lodged in the bone are minimal given that the subject pins are made of implantable stainless steel in accordance with skeletal pin standards (iso 5838 implants for surgery - skeletal pins and wires, and astm-f366-82 standard specifications for fixation pins and wires). Design specification changes were implemented to increase the strength of the pins and minimize the likelihood of the subject fracture failure mode.

Event description:
One of the temporary fixation pins used for the tracking references on the tibia broke at its tip. The breakage was noted when the pin was being removed at the end of knee replacement surgery. The broken tip was embedded in the tibial shaft and the surgeon elected to not remove it. The surgery was completed without any further effects.